Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient broke their ankle when they fell. The patient believed the stimulation may have affected their knees. It was noted that the patient has previously had two knee replacements on the same knee, which may have contributed to the incident. The patient continues to use their device during the night with effective pain relief.